Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after the placement of the stent, the pt had right upper extremity weakness and mild expressive aphasia, diagnosed as a stroke. Neurology was called to assess subject immediately after procedure. A CT scan was done showing no acute intracranial pathology.; the pt was showing some improvement once out of the catheter lab. One day postprocedure, an MRI was done showing patchy regions of acute nonhemorrhagic cortical and subcortical infarction of the left cerebral hemisphere. During hospitalization, the pt was seen by physical, occupational and speech therapy. Eight days postprocedure, status slightly improved, the pt was discharged to rehabilitation facility. Although requested, there is no additional info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Stroke is a known potential adverse effect associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.